Manufacturer narrative:
THIS EVENT WAS REVIEWED BY AGA'S ASD EROSION ADJUDICATION BOARD ON JULY 14, 2008 AND THE FOLLOWING OBSERVATIONS WERE REPORTED: THIS PATIENT EXPERIENCED AN EROSION DUE TO THE IMPROPER PLACEMENT OF THE DEVICE.

Manufacturer narrative:
THE PATIENT'S MEDICAL RECORDS AND IMAGING HAVE BEEN REFERRED TO AGA'S MEDICAL CONSULTANT FOR EVALUATION. ON COMPLETION OF THIS EVALUATION, AGA MEDICAL WILL PROVIDE A SUPPLEMENTAL MEDICAL DEVICE REPORT.

Manufacturer narrative:
"Review of the images and reports by AGAs Medical Consultant resulted in the following findings: This patient suffered fromtamponade approximately 11 months after the implantation of a 12mm AMPLATZER Septal Occluder (ASO) for a PFO defect.After initial drainage of the bloody pericardial fluid, the patient had a re-accumulation of blood and required a median sternotomy.A large clot was seen behind the aorta and in front of the left atrial free wall. The edge of the ASO was seen protruding throughthe left atrial free wall and had also penetrated the ascending aorta. The device was removed and the atrial free wall and theaorta were repaired.An echocardiogram showed an atrial level communication, a tunnel type PFO with a questionable shunt. The atrialcommunication was a tiny atrial septal defect (ASD) and not in the spot of the tunnel. The sheath crossed the tiny ASD and thedevice placed was also in the ASD, not in the tunnel.The balloon sizing was with a balloon catheter (unknown manufacturer) and the size of the balloon was about 11-12 mm, which was not the defect diameter. After the device was deployed, the waist was very constricted (approximately 6-7 mm). The devicedoes not have a flat profile, and follow-up echos reveal a flatter profile and an increasing diameter of the device.The possible cause of the tamponade 11 months after device placement could be the use of a very large self-centering device,the patient's very high/superior atrial communication (superior-inferior axis), or the edges of the device touching the aorta (afterdevice placement) with change in profile of the device over time that further aggravated the push on the aorta. In general,patients remain stable except for malaise when there is small pericardial effusion and it tends to self-seal as the atrial pressuresare low (device erodes only through the atrial free wall in such circumstances). Once the device erodes through the aorta,tamponade ensues rather abruptly.Additionally, the AMPLATZER Septal Occluder is not intended for the occlusion of patent foramen ovale defects.Although the rate of perforation/erosion is small, it is nonetheless a serious complication. In order to better understand why theseincidents are occurring, a Board has been convened to review all potential reported cases of perforation or erosion (includingHemopericardium and Tamponade). The Board has met yearly since 2002. In 2004, they felt there was enough data to concludethat the potential reason for the complication is due to oversizing the devices. A paper was published summarizing the Boardsrecommendations (Amin, et al, Catheter and Cardiovascular Interventions 2004; 63:496-502). The Board is meeting again thissummer and will review this case."

Event description:
TO SUMMARIZE THIS EVENT, IN 2006, THE PATIENT UNDERWENT TRANSCATHETER WITH A 12MM AMPLATZER SEPTAL OCCLUDER TO OCCLUDE AN 11MM PATENT FORAMEN OVALE. HER ATRIAL SEPTUM WAS CONFIRMED TO BE HIGHLY MOBILE. THERE WERE NO COMPLICATIONS DURING THE PROCEDURE, AND SHE WAS DISCHARGED TO HER HOME THE FOLLOWING DAY WITH NO COMPLAINTS. SHE WAS STARTED ON PLAVIX (ONE 75MG TABLET DAILY) AND ASPIRIN (ONE 325MG TABLET DAILY). ON SIX DAYS AFTER THE ORIGINAL DATE AND THE FOLLOWING MONTH, THE PATIENT RETURNED TO THE IMPLANTING PHYSICIAN'S OFFICE FOR FOLLOW-UP VISITS.ON 8 OCTOBER 2007, THE PATIENT WAS RUSHED TO THE EMERGENCY ROOM AT BAPTIST MEMORIAL HOSPITAL IN MEMPHIS WITH SUDDEN ONSET OF SEVERE CHEST PAIN AND HYPOTENSION. THE ECHOCARDIOGRAM REVEALED EVIDENCE OF PERICARDIAL TAMPONADE. EMERGENCY OPEN HEART SURGERY WAS PERFORMED TO STOP RECURRENT BLEEDING CAUSED BY THE AMPLATZER SEPTAL OCCLUDER, IN WHICH THE DEVICE HAD ERODED THROUGH THE LEFT ATRIAL WALL, AND ALSO ERODED INTO THE POSTERIOR WALL OF THE ASCENDING AORTA JUST ABOVE THE ATRIAL VALVE IN THE REGION OF THE LEFT CORONARY CUSP, THUS CREATING A CARDIAC TAMPONADE.ON 14 OCTOBER 2007, THE PATIENT WAS RELEASED FROM THE HOSPITAL TO HOME FOR RECUPERATION.